Event description:
Depuy spine representative was made aware of an eagle screw back out from the cervical plate. The surgeon reported that the screw had backed out approx. 1mm at 3-months out. The surgeon believes this was due to placement at an extreme-angle. Pt has good bone quality and the surgeon is taking no action at this time.